Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a clinical patient experienced transient hypotony in the unknown eye against the xen®45 gts. Event resolved without sequelae. Approximately five months later, patient experienced implant exposure or extrusion/conjunctival erosion. Treatment was noted as removed implant at slit lamp with jewelers forceps. Event resolved without sequelae. The device has been explanted.